Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements. The physician attempted to reposition the ra lead four times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Visual and x-ray inspection of the lead body found no anomalies. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon electrical testing, no indication of conductor fractures and internal shorts were observed.